Event description:
A malfunction was reported, although no notable events occurred prior to it. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support if the issue reappeared.